Event description:
Article alleged: kink was identified in the blood line between the blood pump segment and inlet to dialyzer, following pt complaint of back pain half way through treatment. Dialysis treatment was discontinued and diagnosis of hemolysis made.